Event description:
It was reported that during an unknown procedure, the driver fell off when the cartridge was reloaded into the device since there was an unexpected resistance in loading the cartridge at first. Another cartridge was loaded into the same device and used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.